Manufacturer narrative:
Device history record was reviewed and no issues were observed, product was manufactured, tested and released per validated procedures. Additional information has been requested from the user facility. Unit has not been returned for evaluation. An addendum will be filed with updated information if the unit is returned to nwm for evaluation.

Event description:
Report from user facility, "this ahmed tube was causing a large, exuberant bleb. I am suspicious that the valve mechanism may be defective. Please investigate if the valve mechanism is broken. While removing the ahmed tube today, I did create a small cut in the tube implant inadvertantly, so that was created by the surgeon today. It is the valve mechanism that I need inspected to see if it was defective resulting in an overfiltering bleb."

Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The returned unit underwent visual inspection and functional testing. Valve was visually inspected and bodily fluids were observed on device, but valve appears undamaged. No other issues found with the device. Steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of "faulty valve" condition as reported by customer could not be replicated or confirmed.